Event description:
Senseonics was made aware of an incident where user was hospitalized due to a urinary tract infection and kidney failure related to their underlying condition. The event was determined to be unrelated to the eversense cgm system or diabetes. The user received hospital treatment and is currently doing better. No additional details were provided.

Manufacturer narrative:
The user was hospitalized due to a urinary tract infection and kidney failure related to their underlying condition. The event was determined to be unrelated to the eversense cgm or diabetes. The user received hospital treatment and is currently doing better. No additional details were provided.